Manufacturer narrative:
Voluntary user medwatch number is (B)(4). Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a cysto-laser stone removal right side procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the distal tip of the guidewire was detached outside the patient exposing the tip of the metal corewire. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿no harm.¿